Manufacturer narrative:
Not returned.

Event description:
It was reported that prior to device replacement procedure due to unexplained power on reset, slight increase in hv lead impedance in last week was observed. The lead was tested during the procedure and hv lead impedance was high and out of range. Lead was capped and replaced during the same procedure on (B)(6) 2017. There have been no issues since the replacement procedure.